Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a secondary infusion was not infusing as expected and that the bag had a residual 75ml left to be infused. There was no harm. The pump was sent to the facility's biomed department who recalibrated the device and sent it back into service.